Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the daily measurements show impedance measurements of 1700 or 500 ohms with no measurements in between for the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead. No noise was seen and there was good ra threshold measurements. It was noted that the p waves were between 9 and 20 millivolts. Boston scientific technical services (ts) was consulted and advised patient follow up for evaluation. Additional information was received that the cause of the fluctuation in impedance measurement was not determined yet. The clinic had not brought the patient in for evaluation but did plan to do fluoroscopy to determine the status of the setscrew. No adverse patient effects were reported. The device remains in service.